Event description:
Related manufacturer reference number: 1627487-2022-02434. It was reported one of the leads had migrated. X-rays confirmed the issue. In turn, a lead was added at s1 on (B)(6) 2022. No devices were removed. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.